Event description:
It was reported that the small fragment screwdriver tip broke off while the surgeon was performing a posterior thoracolumbar spine fusion (unknown levels) on (B)(6) 2015 with synthes universal spine system (uss). At the end of the procedure, the surgeon was placing a transconnector. While tightening one of the set screws, the small fragment screwdriver tip broke off. The surgeon was able to remove the transconnector and place a new one using another small fragment screwdriver from the set. After the transconnector was removed, the fragment from the small fragment screwdriver was removed from the transconnector easily without additional intervention. The surgery was reportedly delayed two (2) minutes. The procedure was successfully completed. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient initials are (B)(6). Patient weight was not provided by reporter. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received. The investigation could not be completed; no conclusion could be drawn, as the subject device is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: product investigation summary: long small hexagonal screwdriver (part 388.31, lot 9291811) was returned for breaking while tightening a transconnector set screw. The broken hexagonal tip was not returned. It is likely that excessive torque was applied during tightening, causing the breakage. Replication of the complaint condition is not applicable and the complaint is confirmed. A review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The associated product drawings were reviewed during the evaluation. The hexagonal screwdriver is used to tighten the set screw on the transconnector to maintain its desired length. The transconnector is designed with this set screw staked in the transconnector body to prevent the screw from detaching. Review of the part drawings found possible interference between the hex of the screwdriver and the hex of the set screw. The point-to-point distance of the hex on the driver is 2.89 (+0/-0.1), while the point-to-point distance on the set screw is 2.87 min. This interference could cause the driver to not seat properly during tightening or loosening, but its contribution to the driver¿s breakage is unknown. (B)(4) is an acceptable material for 388.31 as it is commonly used for drivers. It is likely that torque beyond what is required to tighten the set screw was applied, causing the tip of the driver to break. However, since the technique used is unknown, an exact root cause could not be determined. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.